Event description:
It was reported that, during surgery, the suture pulled through the graft's edge. A portion of the graft was returned to the manufacturer. The pt's status is unk.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed by the manufacturer since the portion of graft returned was blood contaminated. However, the sample was sent to an outside laboratory for macroscopic analysis. The results of the macroscopic analysis are expected. No review of the device history records were done since the product identifiers were not provided. No conclusion can be drawn until the analysis is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant add'l info.